Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in separated from the hub. The following information was provided by the initial reporter: material no: 381433 batch no: 0302196. It was reported via medwatch report that the IV and IV hub was not attached to the catheter. Event description per medwatch report states: starting and IV and IV hub was not attached to catheter in vein and silver hub from inside of hub in view. Removed from patients vein catheter intact. Bd insyte used 20ga lot number 0302196 expiraton date 9/30/23. No harm to patient except for another IV stick. FDA safety report ID#: (B)(4).

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 12 march, 2021. Medwatch report # mw5099488. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in separated from the hub. The following information was provided by the initial reporter: material no: 381433 batch no: 0302196. It was reported via medwatch report that the IV and IV hub was not attached to the catheter. Event description per medwatch report states: starting and IV and IV hub was not attached to catheter in vein and silver hub from inside of hub in view. Removed from patients vein catheter intact. Bd insyte used 20ga lot number 0302196 expiration date 9/30/2023. No harm to patient except for another IV stick. FDA safety report ID#: (B)(4).